Event description:
It was reported that a revision surgery was performed to replace the stem and liner.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.